Manufacturer narrative:
The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical equipment - dual flat screen holder. It was stated the plastic housing that is glued over the metal stud of the handle was detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. As stated by the subject matter expert at manufacturing site, the detachment between handle holder and aluminum cylinder, which allows bonding of the handle, is probably due to mechanical shocks, collisions or excessive efforts. To prevent any similar incident, the following have been implemented: during the manufacturing the prats are degreased. The quantity of the instant adhesive gel deposited is checked. The adhesive bonding is checked by manual traction during the manufacturing. The user manual #0421101 xs/xd flat screen monitors holders mentions to check the condition of the sterilizable handle. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 13th july, 2023 getinge became aware of an issue with one of surgical equipment - dual flat screen holder. It was stated the plastic housing that is glued over the metal stud of the handle was detached. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.